Event description:
It was observed during device evaluation, that the gastrointestinal videoscope had a clog in that instrument channel that resulted in cleaning liquid remaining in the channel. There was no patient involvement.

Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the clog and fluid remaining in the channel was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.